Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel dissection and patient complications occurred. The target vessel was the severely calcified and severely tortuous right coronary artery (rca). A lesion was identified in the proximal to mid rca. A kinetix wire was advanced, the lesion was pre-dilated with several balloon catheters, and 3.0x18mm promus stent was implanted successfully. An additional lesion was then identified distal to this implanted stent, located in the mid to distal rca. The physician attempted to treat this lesion with a 2.75x15mm promus stent; however, after crossing the previously implanted promus stent the stent delivery system (sds) was not able to cross the lesion. The physician then wanted to pre-dilate the lesion with a 2.5x15mm apex balloon catheter but was unable to cross the lesion with this device as well. Additional balloon catheters were then used and then a 3.00x15mm nc quantum apex crossed the lesion and was inflated once to 12atms when a spiral dissection occurred going distal. The dissection began being flow occlusive and the patient started going into symptomatic heart block. A balloon pace maker was inserted to control heart rate and dopamine was administered. The patient stabilized. Several balloon catheters were then used to dilate the vessel restoring some flow. Three additional promus stents were then implanted in the vessel (3.5x12mm, 2.75x18mm, 2.5x15mm) and post-dilation was performed with a 3.0 nc quantum apex balloon catheter. Flow was restored and the patient was stable. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.